Event description:
Caller reported a malfunction on the pump, specifically a malfunction code 16-0x20e6. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged for a replacement pump to be sent to the customer, who understood the need for updated software and acknowledged the instructions provided for managing the malfunctioning pump and preparing for the new one. The customer will use multiple daily injections (mdi) as backup therapy until the replacement pump arrives.